Event description:
Large pt fell and tibial tray fractured and subsided on the medial side of the tibia. Poly wear was also noted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.